Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). According to the hcp, the patient was seen in-clinic for a scheduled device check. Upon interrogation, a voltage too low for projected remaining capacity associated with code #1003 was displayed. Ts discussed the issue and recommended that the device should be explanted and replaced. Stored data from the device was sent to boston scientific's in-house engineering for review. The low voltage alert was detected by the device in (B)(6) 2014. The voltage is currently 3.076 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. The power fluctuations appear random and intermittent. This behavior is unpredictable, however, the battery has a significant reserve capacity. The data indicated that there is sufficient reserve for the device to maintain normal therapy functions for 7 days' time. The patient was presented back to the electrophysiology (ep) laboratory. The device was successfully explanted and replaced without incident.

Manufacturer narrative:
Upon return to boston scientific, detailed laboratory testing will be performed to determine root cause.